Event description:
On (B)(6) 2015, the reporter contacted lifescan (B)(4), alleging an inaccurate high result of "161 mg/dl" on the subject meter compared to "128 mg/dl" on a calibrated laboratory device obtained within 10-30 minutes of each other without intervention of food or treatment. This complaint is being reported because the reported results did not meet lifescan's accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.